Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy and was sent a replacement pump by technical support, which included updated software. The customer received instructions on how to handle and store the problematic pump before returning it within 10 days.